Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected. There was nothing out of the ordinary. While loading clip onto clip applier (prior to being inserted into patient) and occurred after 1st clip when loading the next clip. The jaws did not respond since cable was off. The clips were green with a size of med/large. This occurred during 1st clip application. The diameter was not larger than the suggested value. Unable to provide per parkview for patient demographics.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium large clip applier instrument had a loose cable and unable to perform clip function. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.